Event description:
It was reported the patient was experiencing ineffective stimulation on the left side from his scs lead. An sjm representative met with the patient and confirmed system diagnostics revealed multiple invalid lead contacts. X-rays taken indicated the patient's lead had migrated. Surgical intervention took place at which time the patient's scs lead was explanted and replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.